Manufacturer narrative:
Additional information: b5, g4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation for the catheterization of the right jugular vein, it was stated that there was a rupture noted at the arterial end of the catheter's extension tube. Nothing unusual observed prior to use. Flushing was done prior to use with normal results. Clamp was not moved periodically. No other products being utilized with the device. The catheter was not repaired and had no leak. There was no cleaning agent used on the device. Tego was not utilized. There was no luer adpater issue. The insertion site was not treated prior to product placement. There was no blood loss and no blood transfusion was required. There was no intervention/treatment required as a result of the event. Procedure was completed. It was reported that the tube was finally extubated and reinsertion was done same day of the event (replaced with the same product ID) to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the luer adapter was cracked, leaking, or broken. Functionally, the catheter was submerged into a water bath, the end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present and the blue luer adapter passed with acceptable results. Also, a test guide wire was used and passed through the lumen with no occlusion. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, it was stated that there was a rupture noted at the arterial end of the catheter's extension tube. Nothing unusual observed prior to use. Flushing was done prior to use with normal results. Clamp was not moved periodically. No other products being utilized with the device. The catheter was not repaired and had no leak. There was no cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. There was no blood loss and no blood transfusion was required. There was no intervention/treatment required as a result of the event. Procedure was completed. The tube was finally extubated and reinserted (replaced with the same product ID) to resolve the issue. There was no reported patient injury.